Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sacroiliitis, dysuria, dysfunctional uterine bleeding, chest tightness and anxious mood. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and uterine pain ("uterus pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), vaginal laparoscopy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, urticaria, dysmenorrhoea, fatigue, weight fluctuation and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, urticaria, uterine pain, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the microinserts appear normal positioned, there is radiographic bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs and medical record received - events- "bladder infection, urinary tract infection, vaginal infection, hives, dysmenorrhea (cramping), fatigue, weight gain / loss, uterus pain", reporter, medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sacroiliitis, dysuria, dysfunctional uterine bleeding, chest tightness, anxious mood, disability, acne and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), uterine pain ("uterus pain") and anger ("anger"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), vaginal laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, weight fluctuation and uterine pain outcome was unknown and the pelvic pain, urticaria, fatigue and anger had resolved. The reporter considered abdominal pain, abdominal pain lower, anger, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, urticaria, uterine pain, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: date of removal: (B)(6) 2018 discrepancy noted patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the microinserts appear normal positioned, there is radiographic bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sacroiliitis, dysuria, dysfunctional uterine bleeding, chest tightness, anxious mood, disability, acne and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), uterine pain ("uterus pain") and anger ("anger"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), vaginal laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, weight fluctuation and uterine pain outcome was unknown and the pelvic pain, urticaria, fatigue and anger had resolved. The reporter considered abdominal pain, abdominal pain lower, anger, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, urticaria, uterine pain, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: date of removal: (B)(6) 2018 discrepancy noted patient was hospitalized diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the microinserts appear normal positioned, there is radiographic bilateral tubal occlusion.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sacroiliitis, dysuria, dysfunctional uterine bleeding, chest tightness, anxious mood and disability. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), uterine pain ("uterus pain") and anger ("anger"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), vaginal laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, weight fluctuation and uterine pain outcome was unknown and the pelvic pain, urticaria, fatigue and anger had resolved. The reporter considered abdominal pain, abdominal pain lower, anger, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, urticaria, uterine pain, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the microinserts appear normal positioned, there is radiographic bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet was received. Outcome of the event "pain, fatigue, hives, anger" was updated to recovered from unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sacroiliitis, dysuria, dysfunctional uterine bleeding, chest tightness, anxious mood and disability. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), uterine pain ("uterus pain") and anger ("anger"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), vaginal laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, urticaria, dysmenorrhoea, fatigue, weight fluctuation, uterine pain and anger outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anger, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, urticaria, uterine pain, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes: pain, fatigue, hives and anger. (Nature of the change following removal-do not recall dates). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the microinserts appear normal positioned, there is radiographic bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2019: plaintiff fact sheet received. Essure explant date added. Other relevant history updated. Event: anger was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.